Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the integrated electrosurgical unit (iesu) to resolve the issue. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The iesu was found to display errors 1-87 and m-02-3 on the test system. There were no other issues found during visual inspection.

Event description:
It was reported that during a da vinci-assisted ovarian cystectomy surgical procedure, the clinical sales representative (csr) contacted the technical service engineer (tse) regarding erbe errors, loss of cautery, and instrument not being recognized. The customer would restart the erbe generator and continue with the surgical procedure. Tse recommended for the customer to use a backup force triad generator. There was no other da vinci system available at the hospital in order for the customer to swap out the vision side tower. Tse reviewed the system logs and found erbe error m-02 prior to the start of the surgical procedure. The procedure was completed as planned with no reported injury.

Manufacturer narrative:
The probable root cause is attributed to the erbe generator and fse have replaced the erbe generator to resolve this issue.

Event description:
Refer to h11 for follow-up information.